Event description:
It was reported as "seal failure."

Manufacturer narrative:
A previous investigation has been conducted for this problem type, and the appropriate corrective actions were taken at that time. The reported lot code indicates that this device was manufactured prior to the implementation of corrective actions. A complaint history review indicated that no similar complaints have been reported since the completion of corrective actions. We consider this complaint to be closed.